Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after an interventional procedure. The starclose exchange sheath was inserted with ease, however, inserting the sheath hub into the alignment notch was difficult. After securely attaching the hub into the notch, the vessel locator was deployed. The starclose device was retracted 1-2cm, and the sheath splitter advanced with the thumb advancer about 1cm with some resistance. The physician noticed a second very thin piece of the sheath peeling away during sheath splitting. The piece was "pulled" and the physician continued to advance the thumb advancer. The clip was deployed, however, the device became stuck, but ultimately successfully removed from the arteriotomy. Hemostasis was achieved with the clip. There were no reported patient sequelae.

Manufacturer narrative:
The clip remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.